Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 2 false negative results were obtained for sars-cov-2. Confirmatory pcr testing was performed, and the results were positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: the specific fn erroneous results are: 2nd occurrence: -cov2- neg; pcr = cov2 - pos; 3rd occurrence: -cov2 - neg; pcr = cov2 - pos.

Manufacturer narrative:
Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1292069; medical device expiration date: 2022-10-14; device manufacture date: 2021-10-19. Medical device lot #: 1189936; medical device expiration date: 2022-07-31; device manufacture date: 2021-07-08. Medical device lot #: 1278415; medical device expiration date: 2022-10-20; device manufacture date: 2021-10-05.

Manufacturer narrative:
Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1292069, 1189936 and 1278415. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 2 false negative results were obtained for sars-cov-2. Confirmatory pcr testing was performed, and the results were positive. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: the specific fn erroneous results are: 2nd occurrence: -cov2- neg ;pcr = cov2 - pos. 3rd occurrence: -cov2 - neg ; pcr = cov2 - pos.